Event description:
Reportedly, the tip of the jography catheter disconnected from the shaft, while in the physician's hands. The device was never used in the pt.

Manufacturer narrative:
The device investigation showed that the soft extension was disconnected. There was no damage at the welding between soft extension and shank. Two cut marks were noted at the soft extension. The complaint device showed no signs of use. The results of the lot investigation did not indicate any probable cause for the product failure.